Manufacturer narrative:
An erroneous hemoglobin (hgb) value was reported to the physician and a blood transfusion was administered based on the hgb result. The operator reported that blood transfusion is provided on hgb values less than 7.0 g/dl. The user-defined setting for anemia flag was disabled. Sysmex default setting for anemia flag is hgb less than 10.0 g/dl. Had this setting been enabled, the analyzer would alert the operator to possible sample abnormality. The laboratory supervisor concluded that the root cause was laboratory pre-analytical error. This event will be reported on the basis that a blood transfusion was administered based on erroneous hgb results, carrying with it the risks involved: allergic reactions, fever, acute immune hemolytic reactions, bloodborne infections. Patient was discharged from the hospital, and no permanent injury to the patient was reported.

Event description:
Operator stated an erroneous critical low hemoglobin (hgb) value was reported to the physician. A blood transfusion was administered a few hours later based on the erroneous hgb result. The physician questioned the result, and requested a redraw. No redraw was performed, and the transfusion was administered. It is unknown if the transfusion was given based on other clinical signs and symptoms. Previous hgb values are on the low end of the reference range. A subsequent sample after transfusion was determined to be diluted due to IV contamination. The operator suspects the sample that prompted the transfusion may have also been diluted, but was not confirmed. A redraw was performed after transfusion was administered, and the hgb value was on the low end of the reference range. A gradual decrease in hgb values was observed on subsequent samples. It is unknown how many units of blood were administered to the patient. No known negative patient impact was reported. A field service engineer verified instrument performance on-site and concluded the analyzer performed as designed.